Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the criteria for right ventricular lead integrity alert were met. Analysis of the device memory indicated an r-wave amplitude measurement issue. Analysis of the device memory indicated oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic), noise and high rate non-sustained episodes on the same day the patient had passed away. Due to the patient's deteriorating heart condition diminished sensing was also noted in the days prior to the patient passing. The patient is deceased and died of unrelated causes.